Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: product dropped a needle, then a needle was difficult to take out. The device felt stiff and was difficult to use. A new product was used to finish the case. Additional information has been requested but not yet received.